Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that that the patient experienced fatigue. The pulse generator exhibited a sensing anomaly. The device was explanted and replaced. The patient was in good condition post procedure.